Manufacturer narrative:
Philips service adjusted the room temperature and calibrated the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was unable to perform x-ray due to low room temperature on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.